Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel-diag. Post-essure"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and migraine ("migraines"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, allergy to metals, psychological trauma, vaginal discharge, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event. New events added: migration, pelvic pain, abdominal pain, dysmenorrhoea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel-diag. Post-essure, psych injury, vaginal discharge, fatigue, migraines. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.